Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: red particles on the surface of the shell. Opening on radius side. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "signs of deformation and implant integrity loss".

Event description:
Healthcare professional reported right side "as per ultrasound - signs of deformation and implant integrity loss. "The device has been explanted.